Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of back pain ("back pain"), pelvic pain ("lumbar pelvic trochanteric pain became bilateral"), the third episode of back pain ("lumbar pelvic trochanteric pain became bilateral"), bone pain ("lumbar pelvic trochanteric pain became bilateral"), nerve root injury lumbar ("possible nerve root injury at left l5"), lyme disease ("lyme¿s disease suspicion"), dysphagia ("aphagia on buccal-pharyngeal-laryngeal infection of unknown aetiology") and upper respiratory tract infection ("aphagia on buccal-pharyngeal-laryngeal infection of unknown aetiology") in a female patient who had essure (batch no. A95859) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced cervicobrachial syndrome ("cervicobrachial neuralgia"). In 2013, the patient experienced paraesthesia ("paraesthesia"), hypoaesthesia ("numbness in upper limbs"), neck pain ("cervical pain") and musculoskeletal pain ("pain between the shoulder blades, radiating to upper limbs"). In (B)(6) 2014, the patient experienced the first episode of back pain (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced blood thyroid stimulating hormone abnormal ("tsh at 6.52"). In 2014, the patient experienced menorrhagia ("heavy bleeding due to menstrual periods"), pain ("intense pain which became unbearable over time, in the upright position during the day as well as at night lying down"), irritability ("no longer possible to rest, leading to irritability and depressive state") and depression ("no longer possible to rest, leading to irritability and depressive state"). On (B)(6) 2014, the patient experienced dysphagia (seriousness criterion hospitalization) and upper respiratory tract infection (seriousness criterion hospitalization). On (B)(6) 2014, the patient experienced dizziness exertional ("unexplained dizziness on walking"). In (B)(6) 2015, the patient experienced the second episode of back pain ("left lumbar pain"). In (B)(6) 2015, the patient experienced the first episode of migraine ("migraines") and facial neuralgia ("facial nerve pain"). In (B)(6) 2015, the patient experienced the second episode of migraine ("unexplained worsening migraines"). In (B)(6) 2015, the patient experienced gait disturbance ("difficulty walking"). In (B)(6) 2016, the patient experienced neuralgia ("intense nerve pain at rest and on effort with paraesthesia") and sciatica ("unexplained persistent sciatica at left l5"). In (B)(6) 2016, the patient experienced lyme disease (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced nerve root injury lumbar (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced sensory disturbance ("sensory deficit on left lower limb"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), the third episode of back pain (seriousness criterion medically significant) and bone pain (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals ("suspicion of allergy to heavy metal"). The patient was hospitalized on (B)(6) 2014. The patient was treated with levothyroxine sodium (levothyrox), pregabalin (lyrica), amitriptyline hydrochloride (laroxyl), galenic /paracetamol/codeine/ (codeine w/paracetamol) and alternative therapy (electro-stimulation due to possible nerve root injury at left l5). At the time of the report, the pelvic pain, the last episode of back pain, bone pain, nerve root injury lumbar, lyme disease, dysphagia, upper respiratory tract infection, paraesthesia, hypoaesthesia, neck pain, musculoskeletal pain, blood thyroid stimulating hormone abnormal, dizziness exertional, facial neuralgia, cervicobrachial syndrome, the last episode of migraine, gait disturbance, neuralgia, sciatica, sensory disturbance, menorrhagia, pain, irritability, depression and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, blood thyroid stimulating hormone abnormal, bone pain, cervicobrachial syndrome, depression, dizziness exertional, dysphagia, facial neuralgia, gait disturbance, hypoaesthesia, irritability, lyme disease, menorrhagia, musculoskeletal pain, neck pain, nerve root injury lumbar, neuralgia, pain, paraesthesia, pelvic pain, sciatica, sensory disturbance, upper respiratory tract infection, the first episode of back pain, the first episode of migraine, the second episode of back pain, the second episode of migraine and the third episode of back pain with essure. The reporter commented: on (B)(6) 2015 she started the intake of triptans for unexplained worsening migraines. She was on disability leave for 3 weeks due to difficulty walking in (B)(6) 2015. Treatment with lyrica for 3 months due to unexplained persistent sciatica at left l5 with no improvement and poor tolerance. She was awaiting appointment for allergy tests for heavy metals, not performed prior to placement of the inserts. Follow-up in pain management center due to now bilateral lumbar pelvic trochanteric pain. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: result was not provided blood thyroid stimulating hormone - on (B)(6) 2014: 6.52 (abnormal nos) chest x-ray - on (B)(6) 2015: result was not provided computerised tomogram - on (B)(6) 2015: cervical spinal (due to migraines/nerve pain); on (B)(6) 2016: lumbar spine l4-l5 - result was not provided. Electromyogram - on (B)(6) 2017: concluded possible nerve root injury at left l5 nuclear magnetic resonance imaging - on (B)(6) 2017: lumbar spinal - no explanation for pain; in 2013: cervical spine - result was not provided nuclear magnetic resonance imaging brain - on (B)(6) 2015: result was not provided ultrasound doppler - on (B)(6) 2016: left lower limb - result was not provided; in 2013: no abnormal findings ultrasound kidney - on (B)(6) 2015: (due to lumbar pain) result was not provided ultrasound pelvis - on (B)(6) 2015: (due to lumbar pain) result was not provided x-ray - on (B)(6) 2014: dorsal spinal - result was not provided; on (B)(6) 2015: lumbar spinal - result was not provided the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: back pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 05-jan-2018. The most recent information was received on 17-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of back pain ("back pain"), pelvic pain ("lumbar pelvic trochanteric pain became bilateral"), the third episode of back pain ("lumbar pelvic trochanteric pain became bilateral"), bone pain ("lumbar pelvic trochanteric pain became bilateral"), nerve root injury lumbar ("possible nerve root injury at left l5"), lyme disease ("lyme¿s disease suspicion"), dysphagia ("aphagia on buccal-pharyngeal-laryngeal infection of unknown aetiology") and pharyngitis ("aphagia on buccal-pharyngeal-laryngeal infection of unknown aetiology") in a female patient who had essure (batch no. A95859) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced cervicobrachial syndrome ("cervicobrachial neuralgia"). In 2013, the patient experienced paraesthesia ("paraesthesia"), hypoaesthesia ("numbness in upper limbs"), neck pain ("cervical pain") and musculoskeletal pain ("pain between the shoulder blades, radiating to upper limbs"). In (B)(6) 2014, the patient experienced the first episode of back pain (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced blood thyroid stimulating hormone increased ("tsh at 6.52"). In 2014, the patient experienced menorrhagia ("heavy bleeding due to menstrual periods"), pain ("intense pain which became unbearable over time, in the upright position during the day as well as at night lying down"), irritability ("no longer possible to rest, leading to irritability and depressive state") and depression ("no longer possible to rest, leading to irritability and depressive state"). On (B)(6) 2014, the patient experienced dysphagia (seriousness criterion hospitalization) and pharyngitis (seriousness criterion hospitalization). On (B)(6) 2014, the patient experienced dizziness exertional ("unexplained dizziness on walking"). In (B)(6) 2015, the patient experienced the second episode of back pain ("left lumbar pain"). In (B)(6) 2015, the patient experienced the first episode of migraine ("migraines") and facial neuralgia ("facial nerve pain"). In (B)(6) 2015, the patient experienced the second episode of migraine ("unexplained worsening migraines"). In (B)(6) 2015, the patient experienced gait disturbance ("difficulty walking"). In (B)(6) 2016, the patient experienced neuralgia ("intense nerve pain at rest and on effort with paraesthesia") and sciatica ("unexplained persistent sciatica at left l5"). In (B)(6) 2016, the patient experienced lyme disease (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced nerve root injury lumbar (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced sensory disturbance ("sensory deficit on left lower limb"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criterion medically significant), the third episode of back pain (seriousness criterion medically significant) and bone pain (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals ("suspicion of allergy to heavy metal"). The patient was hospitalized on (B)(6) 2014. The patient was treated with levothyroxine sodium (levothyrox), pregabalin (lyrica), amitriptyline hydrochloride (laroxyl), galenic /paracetamol/codeine/ (codeine w/ paracetamol) and alternative therapy (electro-stimulation due to possible nerve root injury at left l5). At the time of the report, the pelvic pain, the last episode of back pain, bone pain, nerve root injury lumbar, lyme disease, dysphagia, pharyngitis, paraesthesia, hypoaesthesia, neck pain, musculoskeletal pain, blood thyroid stimulating hormone increased, dizziness exertional, facial neuralgia, cervicobrachial syndrome, the last episode of migraine, gait disturbance, neuralgia, sciatica, sensory disturbance, menorrhagia, pain, irritability, depression and allergy to metals outcome was unknown. The reporter provided no causality assessment for allergy to metals, blood thyroid stimulating hormone increased, bone pain, cervicobrachial syndrome, depression, dizziness exertional, dysphagia, facial neuralgia, gait disturbance, hypoaesthesia, irritability, lyme disease, menorrhagia, musculoskeletal pain, neck pain, nerve root injury lumbar, neuralgia, pain, paraesthesia, pelvic pain, pharyngitis, sciatica, sensory disturbance, the first episode of back pain, the first episode of migraine, the second episode of back pain, the second episode of migraine and the third episode of back pain with essure. The reporter commented: on (B)(6) 2015 she started the intake of triptans for unexplained worsening migraines. She was on disability leave for 3 weeks due to difficulty walking in (B)(6) 2015. Treatment with lyrica for 3 months due to unexplained persistent sciatica at left l5 with no improvement and poor tolerance. She was awaiting appointment for allergy tests for heavy metals, not performed prior to placement of the inserts. Follow-up in pain management center due to now bilateral lumbar pelvic trochanteric pain. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2015: result was not provided. Blood thyroid stimulating hormone - on (B)(6) 2014: 6.52 (abnormal nos). Chest x-ray - on (B)(6) 2015: result was not provided. Computerised tomogram - on (B)(6) 2015: cervical spinal (due to migraines/ nerve pain); on (B)(6) 2016: lumbar spine l4-l5 - result was not provided. Electromyogram - on (B)(6) 2017: concluded possible nerve root injury at left l5 nuclear magnetic resonance imaging - on (B)(6) 2017: lumbar spinal - no explanation for pain; in 2013: cervical spine - result was not provided. Nuclear magnetic resonance imaging brain - on (B)(6) 2015: result was not provided ultrasound doppler - on (B)(6) 2016: left lower limb - result was not provided; in 2013: no abnormal findings. Ultrasound kidney - on (B)(6) 2015: (due to lumbar pain) result was not provided. Ultrasound pelvis - on (B)(6) 2015: (due to lumbar pain) result was not provided. X-ray - on (B)(6) 2014: dorsal spinal - result was not provided; on (B)(6) 2015: lumbar spinal - result was not provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 19-jan-2018 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 477 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-jan-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.